Event description:
It was reported that non-sustained rv oversensing episodes due to loss of both rv and lv capture were observed. The patient was asymptomatic. Physician does not want to do any programming changes as the device was programmed to sub-therapeutic thresholds in the rv on purpose. Patient was sent home.